Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient details were not listed on the station. A technical support specialist (tss) dialed into the station and confirmed that users were only able to search for the patient manually through the global search, then dialed into the server, ran the site down query, and verified that the system was up and running, checked the synchronization status and confirmed all components were synchronizing properly, reviewed the patient table to confirm that the data was current, restarted the maintenance service but issue persisted. Based on the sample received from customer, tss identified that the patient was listed under unit sahcpcu5, which was mapped to area 5s, resulting in a unit mismatch, worked with customer to add the missing unit to 7s, informed that the patient was currently assigned to sahcpcu5. Tss guided the customer through the process of adding the unit to 7s, after tested and confirmed that the patient was visible. Verification with another user also confirmed that the patient could be added to my patients list. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient details were not listed on station 7south, and users could only perform a global search. The customer also confirmed that the list of patients that was supposed to appear on station 7south was originally showing on station 5sb. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.